Manufacturer narrative:
(B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that clinician noted the volume infused did not match the bag volume as actual volume infused was low. During the flushing of piv to right ac, the site infiltrated. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Additional information: imdrf annex a, g and b grids, manufacturer narrative .

Event description:
It was reported that clinician noted the volume infused did not match the bag volume as actual volume infused was low. During the flushing of piv to right ac, the site infiltrated. There was patient involvement but no harm.